Manufacturer narrative:
Main investigation conclusion: the reported event of a damaged battery cover was confirmed with the system controller (serial # (B)(6)). Visual inspection revealed residue on the power cables and back side of the system controller. It was noted the battery cover was damaged and had missing screws. The battery cover was removed, and the residue was found within the space between cover and the housing. It was noted the damaged battery cover tabs was adhered to housing. A root cause of the damaged battery cover could not be determined during the evaluation. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could correlated to the reported event. Heartmate 3 patient handbook, rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section ¿glossary¿, although rechargeable, the 11 volt lithium-ion backup battery has a limited life (36 months from manufacture date). Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 03jan2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that backup battery was expired and the screws were unable to be taken out of the back of the system controller. The back of the controller broke. The controller was exchanged.